Manufacturer narrative:
The complaint of leaks on item 01c-smv3v cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led the reported issue for the complaint.

Event description:
The complaint/event involved a 1o2® valve (blue) w/check valve, rotating luer. Leakage from the single channel valve leaked unspecified infusate after being administered once during a patient's surgery. The valve was immediately replaced with a new set. Due to the availability of spare products, no harm was caused to the patient.